Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral capsulectomy for this previous left side device. "Left side grade 4 recurrent capsular contracture" for the current left side device already reported via mrn# 9617229-2024-19649.

Event description:
Healthcare professional reported bilateral capsulectomy. This record is for the previous left side device. Device was explanted and replaced. Healthcare professional reported "left side grade 4 recurrent capsular contracture for the current left side device already reported via mrn# 9617229-2024-19649".